Event description:
Reported by the pt as band slippage. Follow up with the doctor reveals: "a confirmation of the band slippage with explant surgery for the removal of the lap-band and port."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 16/jul/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."